Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise occurred and no image was displayed; poor watertightness of the cable unit. A root cause could not be definitively identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a very dark image and imperceptible. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Updated field: h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.